Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in the hearing performance with the device was reported. The user will be re-implanted. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has taken place but the device has not been received for investigation yet.

Event description:
A decrease in the hearing performance with the device was reported. The user was re-implanted.